Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a 96670-115 bio-medicus nextgen femoral venous cannula, the customer observed that the apex (tip) was fractured. The issue was noted when the cannula was inserted into the patient. The fracture was about 3 cm at the tip. The tip hole was not completely empty and it was felt that it was filled by the dilator partly. There was no blood loss due to the crack. Since the same sized canula was not available, the device was replaced with a larger cannula to complete the procedure. There was no patient impact associated with this event.